Event description:
It was reported that during use with two bd vacutainer® sst¿ blood collection tubes, the tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. Lot information: d4. Medical device lot #: 3126847; d4. Medical device expiration date: 30-apr-2024; h4. Device manufacture date: 06-may-2023. D4. Medical device lot #: 3116897; d4. Medical device expiration date: 30-apr-2024; h4. Device manufacture date: 26-apr-2023. E1. Initial reporter address: (B)(6). Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with two bd vacutainer® sst¿ blood collection tubes, the tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received six (6) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.